Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: do not know - was told was out of place"), abdominal pain ("pain: abdominal") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 624482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 6. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) from october 2007 to january 2008. On (B)(6) 2007, the patient had essure inserted. In january 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain ("back pain"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), alopecia ("hair loss") and abdominal pain lower ("pain: lower abdominal area") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent total vaginal hysterectomy with bilateral salpingo-oopherctomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, female sexual dysfunction, migraine, dyspareunia, weight increased and alopecia outcome was unknown and the abdominal pain, genital haemorrhage, back pain, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, migraine and weight increased to be related to essure. The reporter commented: insertion detail: the coil was seen on the right side about 6 coils, on the left side about 4 coils conservative management did not resolve these medical issues. She continued to experience these symptoms until (B)(6) 2016. Per pfs: she did not know when the device was malpostioned - discovered at surgery. Current weight 164 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: do not know - was told was out of place"), abdominal pain ("pain: abdominal") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 624482; 624482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 6. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2007 to (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain ("back pain"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("pain: lower abdominal area"). The patient was treated with surgery (she underwent total vaginal hysterectomy with bilateral salpingo-oopherctomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, female sexual dysfunction, migraine, dyspareunia, weight increased and alopecia outcome was unknown and the abdominal pain, genital haemorrhage, back pain, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, migraine and weight increased to be related to essure. The reporter commented: insertion detail: the coil was seen on the right side about 6 coils, on the left side about 4 coils conservative management did not resolve these medical issues. She continued to experience these symptoms until (B)(6) 2016. Per pfs: she did not know when the device was malpostioned - discovered at surgery. Current weight 164 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Most recent follow-up information incorporated above includes: on 21-jun-2018: reporter information was added. This case concerns 28 year old patient. Her demographics were updated. Her historical/concurrent condition was added. Her concomitant medication was added. Essure lot number was added. Per plaintiff fact sheet following event: mal position of essure device location of device: do not know - was told was out of place), apareunia (inability to have sexual intercourse), migraines, headaches, dyspareunia (painful sexual intercourse), weight gain, hair loss, pain: lower abdominal area were added. She had recovered from event: pain: abdominal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery (underwent total vaginal hysterectomy with bilateral salpingo-oophorectomy with essure removal). Essure was removed on (B)(6). At the time of the report, the abdominal pain, genital haemorrhage, back pain and fatigue had resolved. The reporter considered abdominal pain, back pain, fatigue and genital haemorrhage to be related to essure. The reporter commented: conservative management did not resolve these medical issues. She continued to experience these symptoms until (B)(6). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.